Event description:
An ophthalmic surgeon reported that endophthalmitis, anterior chamber cells, hypopyon, vitreous clouding and blurred vision of a patient's right eye was confirmed following an intraocular lens implant procedure. The event was treated by performing an anterior chamber irrigation, instillation of ocular medications and subconjunctival injection of medications. The patient's symptoms did not resolve until a vitrectomy was performed. Additional information has been requested. A product sample is not available for return because it is still implanted in the patient's eye.

Manufacturer narrative:
The initial report indicated an unknown multifocal intraocular lens (iol). The additional information received indicates a multifocal toric iol that is not sold in the us. If the additional information regarding the lens model had been received prior to the initial report, the event would not have been reportable to the FDA. The manufacturer internal reference number is: 2015-20703

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).